Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and down arrow keypad buttons stick when pressed and reportedly have to be pressed multiple times for a response. It was reported that all the other keypad buttons click and spring back normally when pressed and that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: no visual damage to the keypad was observed, the down and ok keypad buttons were intermittently unresponsive to user input and contamination was observed under the down and ok key contacts.